Manufacturer narrative:
Product event summary: the full lead was returned. Analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. Concomitant medical products: product ID: 6937a-35 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.